Manufacturer narrative:
We checked the returned unit and confirmed that the angle wire rupture. Based on the result, we concluded that it was caused due to the excessive force applied on the angle wire. In addition, we confirmed that the operation channel buckled, the light guide cable buckled, the suction channel buckled, the angle wire play, the objective lens unit scratched, the lg prong top loosened, the distal body worn out, the insertion flexible tube (ift) lump/wave, and the ccd module pixels; however, they are not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail as gfe, no response was obtained whether the j-stuck occurred in the human body or not. Therefore, based on the technical report "hr-rpt-0587(angle)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Angle wire cut.